Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous and calcifying vessel. A 2.50mm x 15mm maverick balloon catheter was introduced for dilitation however, during the procedure, while inside the patient, the delivery shaft fractured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a maverick balloon catheter in two pieces. The balloon was tightly folded, and the device was bloody. Analysis of the tip, balloon, markerbands, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection revealed a complete separation in the shaft that was located 34.4 cm from the tip of the device, and there were numerous kinks in the hypotube. The separated ends of the shaft appeared "necked down", indicating excessive tensile force was applied to the area. Inspection of the rest of the rest of the device found no other damage or defect.

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous and calcifying vessel. A 2.50mm x 15mm maverick balloon catheter was introduced for dilatation however, during the procedure, while inside the patient, the delivery shaft fractured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.